Event description:
Information received by medtronic indicated that the insulin pump was not working. The retainer ring had no damage. Customer had received hardware low level failure error. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged pump error 63 and cosmetic damage at keypad found on (B)(6) 2022. Pump was received with a blank display. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test due to blank display. Unable to download history files due to blank display using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and corroded battery tube. Blank display due to moisture damage on pcba1. Unable to confirm pump error 63 due to blank display anomaly. Unable to download confirmed due to blank display. Cosmetic damage at buttons was not confirmed, however, other cosmetic damage was noted.